Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station or 1 did not load the patients. Hospital information technology team inspected the port and network setup. The vlan was updated, and users were able to run a usage report to restock the machine. However, patients never populated after the new network took over. The station did not sync data to the server since november 2025. Customer stated that they had issues with other devices not syncing to the correct server/ip address. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis would not load the patients. The field service engineer (fse) was onsite to determine why the station was not communicating with the server. The fse checked the network settings and changed the network speed to 100 full megabytes, after which the station was able to complete a full download from the server. The system functioned after the field service engineer repaired the device.